Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a case, the surgeon was using a short 10 mm flipcutter ii that broke-off inside of the patient's joint. A small fragment was unable to be retrieved and was left in the patient after the completion of the repair. This caused a two hour delay in case while attempting to retrieve the lost fragment. Follow-up investigation: the type of case being performed was an acl reconstruction. The date of the procedure was (B)(6) 2017. An x-ray was taken using a c-arm however, the image was not saved. The piece of the broken flipcutter was unable to be retrieved and the surgeon plans to go back at a later date to remove it. The device was discarded and therefore, will not be returned for evaluation. Another flipcutter was opened and used and the procedure was completed without any further complication.